Event description:
It was reported that during double-catheter framing with two coils, the subject coil became stretched and migrated into the aca (anterior cerebral artery); however, parent vessel patency was preserved with stent deployment. Additional coils were placed, and the procedure was completed using the same microcatheters. There were no clinical consequences to the patient reported as a result of this event.